Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation with a mentor memorygel breast implant 595cc and experienced breast pain and rippling (side unknown) post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with mentor saline breast implants (serial numbers (B)(4) and (B)(4)) on (B)(6) 2022. Two device serial numbers were reported ((B)(4) and (B)(4)), but it is unclear which is the complaint device. If additional information is received, a supplement report will be received.

Manufacturer narrative:
Two devices were returned for evaluation. It is unknown which is the complaint device. Device a evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 595cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device b evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 595cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, rippling. Manufacturer¿s reference number: (B)(4).